Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the surgeon was able to squeeze the handle but there were issues experienced with the loading or firing of the clips. It was stated that the clips did not form properly. It was also reported that the clips disengaged and fell into the patient¿s cavity. The clips were retrieved by a laparoscopic tool. Another device was used to complete the case. There was no patient injury.